Event description:
During an implantation procedure performed on (B)(6) 2025, after the introducer was peeled out after insertion of the lead, it did not slip and could not advance in the right atrium. A stylet also did not go all the way in, making the use of the lead difficult, a new lead was used and implanted.

Manufacturer narrative:
Summary of the investigation: as received the screw fixation was retracted. The fixation mechanism operated as specified. A regular stylet was fully inserted without any anomalies or difficulties. The other mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported screw mechanism issue or stylet insertion. A lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
During an implantation procedure performed on (B)(6) 2025, after the introducer was peeled out after insertion of the lead, it did not slip and could not advance in the right atrium. A stylet also did not go all the way in, makingthe use of the lead difficult, a new lead was used and implanted.